Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was explanted and replaced. Patient condition was good.